Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 50 sealed 22ga x 1.00in. Insyte autoguard bc units from lot number 4066005. Additionally, 8 photos were provided. A visual inspection of the physical samples was performed and confirmed that 15 units had foreign matter. All 15 units appeared to have black foreign matter on the labeling and inside the labeling of the package. There was not foreign matter on the units or on the bottom web. The foreign matter only appeared to be on the labeling of the packages. The labeling also appeared to be faded in some areas which may indicate that the black foreign matter is ink. Your reported issue was confirmed and determined to be manufacturing related. During the packaging process machine setup or print head failure may result in blurred/incomplete printing making it difficult to read the product information. Machine set up, operator training, and 100% vision system are all in place to mitigate the occurrence of this defect. This foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information

Event description:
According to the customer report there are black spots found inside the product packaging before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.